Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was currently hospitalized due to a low blood glucose level. Blood glucose level at the time of the incident was 17 mg/dl, and 29 mg/dl at the time of admission. Customer's mother reported that the customer was unconscious and fell off of the bed prior to the hospitalization. Customer's mother stated that paramedics were called and the customer had been hospitalized since the day before the call. The caller reported that the customer had been experiencing low blood glucose levels for about one month leading up to the call. Caller reported a low blood glucose level incident in which the customer was laughing uncontrollably, then began to cry. The insulin pump was not replaced or returned for analysis.